Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead dislodged. The rv lead was removed from the patient and several rough locations were noted on the lead that appeared to be insulation damage. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that no insulation breach or anomaly was found. If information is provided in the future, a supplemental report will be issued.